Manufacturer narrative:
This supplemental report is being filed due to initial reporter country. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to unknown reason. As of this time, there was no additional information provided. The lead remains in service. No additional adverse patient effects were reported. Additional information obtained from the field which indicated that this right ventricular (rv) lead exhibited low r waves.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to unknown reason. As of this time, there was no additional information provided. The lead remains in service. No additional adverse patient effects were reported.